Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va038qb, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was further reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the stimulation amplitude was set to 6.8 when the patient was lying down. Then the patient stood up and it felt like the patient ¿got electrocuted.¿ a shocking or jolting sensation was noted. The amplitude was decreased to 3.4 where it was comfortable. The patient experienced the stimulation sensation as ¿more of a solid constant feeling versus pulsating feeling.¿ the stimulation sensation was not uncomfortable or painful. It was noted that ¿it was alright.¿ the patient noted ¿that¿s all ¿ put the mind at ease.¿ additional information was requested but was not available at the date of this report.